Event description:
On (B)(6) 2015 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The physician was not able to deploy the device completely. The contralateral gate did not fully expand and could not be deployed in the way as it is described in the instruction for use. In the way as it is described in the instruction for use. After approximately one hour the physician was able to deploy the contralateral gate with a balloon dilation. The contralateral limb was implanted without any adverse effects in the contralateral gate. The procedure was finalized successfully and the patient was doing well. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device remains in the patient and therefore has to be updated.

Manufacturer narrative:
The review of the paperwork verified that this lot met all pre-release specifications.